Event description:
It was reported that when using the device to monitor the heartbeats on twins there was a false tracing. The source notes indicate that it was "found out there was a second baby, however baby expired". The device was showing no issue with the heartbeat, but the tracing was false.

Manufacturer narrative:
Labor and delivery staff indicated the patient had been in clinic for previous observations, so it was known the mother was pregnant with twins. The care unit uses obix as their central station/data hub but there was no data from the time of the event to retrieve, aside from the copy of the tracings from the fetal monitor. Testing of both ultrasound transducers was performed, revealing no anomalies. Biomed indicated the staff had stated the transducers would display a heart rate of 180 bpm occasionally, even when not in use. It was determined the transducer was part of the fco86202016a recall and care unit manager and biomed were aware of the recall status. The technical investigation was performed, revealing the erroneous reading of the deceased baby's heart rate was related to the field action and the device had not yet been updated. The fhr1 transducer almost constantly produced an artificial fetal heart rate reading of around 180bpm. There does not appear to be any instance of the trace that appears to be from a physiological source. The other transducer did not appear to be affected by interference and reflected an actual physiological trace. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips investigated the complaint and confirmed that this issue was caused by changes implemented under an engineering change, released on may 25th, 2023. These changes updated the ultrasound transducer with a new cpu board and firmware (fw) in response to a shortage of multiple components. Due to a chip shortage situation, a hardware (hw)/software (sw) design change was required, which introduced a performance issue to the fetal heart rate (fhr) measurement of wired ultrasound (us) transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware (453564254621-s-fw-01, rev l.01.04) which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (867246). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers (product no. 867246) have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. To address the issue, an urgent field safety notice (ufsn) was sent may 22nd, 2024, providing notification of the potential for inaccurate fetal heart rate measurements when the affected ultrasound transducers were used while monitoring multiples (twins or triplets). On december 3, 2024, a field change order (fco) was implemented onsite at nativadad medical center correcting the transducer issue by updating fw version l.01.04 with fw version l.01.05. All, but three, transducers were updated. Two of the transducers are currently sequestered pending site investigation into this issue. A third transducer is missing. If additional information is received the complaint file will be reopened.